Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy procedure, in the middle of the surgery, reload would not close or articulate after connected to the handle. The device was changed to complete the case. There was no patient injury.